Event description:
A red fiber-like material was present inside the sterile pouch of the product. This red fiber was noted to be affixed to the card within the pouch. This defect was found at the affiliate warehouse and the product was not shipped to the customer.